Event description:
It was reported that the patient had a promus stent implanted in the right coronary artery (rca) due to an abnormal stress test. Approximately 9 days post-procedure, the patient had developed a confluent, red, non-pruritic rash. The physician believes the most likely cause is the plavix that was recently started, but indicated that he is evaluating other potential causes. He also noted that the patient had recently switched aspirin brands. He was planning to switch the patient to prasugrel, ask him to return to his prior brand of aspirin and also to refer the patient to a dermatologist for consideration of treatment with steroids. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Hypersensitivity/allergic reaction/rash is a known adverse event as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.